Manufacturer narrative:
Calibration was last performed on 17-nov-2022 with acceptable results. Qc was acceptable. The sample was spun for 5 minutes at 5100 (unit of speed not provided). Based on the type of sample tube used, the recommended centrifugation time is 10 minutes. Two "abnormal aspiration" errors were observed on the alarm trace data. One of the errors occurred around the time of the discrepant result. These alarms are indicators of possible poor sample quality. The investigation determined the event was due to pre-analytical handling issues at the customer site. The issue was resolved by repeating the sample.

Manufacturer narrative:
The field service engineer (fse) visited the customer site. The fse noted that the instrument and data manager flagged a sample error and there were multiple tests where there was no numeric result. The fse inspected the instrument and the customer ran acceptable qc. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas 8000 c 502 module. The initial result was 172 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. The repeat results were 110 mg/dl, 110 mg/dl, and 111 mg/dl. These results were believed to be correct. The gluc3 reagent lot number was 65281701 with an expiration date of 31-oct-2023.